Manufacturer narrative:
Initial reporter city: (B)(6). Event date: approximated based on the date the manufacturer became aware of the event. Imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a colonoscopy with polypectomy procedure performed on an unknown date. During the procedure, it was noted that the 10mm captivator ii snare was missing a cautery pin. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.